Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d8, d9, g3, g6, h1, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products found both devices with bent inserter tips. One device tip was only minorly bent, while the other one had a more significant bent/curve in the tip. The device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 912082; lot# 246690; jgrknt 1.0mm mini 3-0 ndls. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04415. Product not returned.

Event description:
It was reported that the tip of juggerknot was curved. As a result, the surgeon couldn't insert the device. The surgeon used another device and completed the surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.